Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/30/2016 with the following findings: investigation revealed multiple cracks in the battery compartment. In addition, the battery cap threads were stripped. The cap was unable to secure; therefore, a test cap was used for performing the testing steps and was able to secure. Unrelated to these issues, the pump was noted with worn paint throughout the casing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed multiple cracks in the battery compartment. In addition, the battery cap threads were stripped. This report is made based on results of investigation completed on 03/30/2016.